Event description:
On (B)(6) 2016, the lay user/ patient contacted lifescan (lfs) alleging that his onetouch verio2 meter displayed error 4 messages. The complaint was classified based on the customer care advocate¿s (cca) documentation. The patient reported that he first obtained the error 4 message at an unknown time on (B)(6) 2016. The patient manages his diabetes with oral medication, diet and/or exercise. He denied making any changes to his usual diabetes management routine after obtaining the error messages. He reported that at approximately the same time as the error messages began, he developed symptoms of ¿headache and nausea¿. He denied receiving any treatment for his symptoms. During troubleshooting, the cca noted that the patient had not been using the meter for the first time. The cca confirmed that the patient¿s test strips had been stored correctly and were within expiry date. The patient described the correct testing steps and confirmed that the test strips completely drew in the blood sample. The cca walked the patient through a retest but the issue remained unresolved. The patient¿s products were requested back for investigation and replacement products were sent to the patient. Based on the information provided, there is no indication that the subject meter caused or contributed to the development of signs or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event. However, this complaint is being reported as a malfunction because the alleged product issue was not resolved during troubleshooting.